Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was overheating and cutting out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had worn and illegible etching, a worn coupling, intermittent operation, motor had a loose fixation, electrical fault due to wiring/soldering, and component damage. It was further determined that the device failed pretest for marking and labeling, and general condition. The assignable root cause of this condition was determined to be traced to environmental conditions.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported from the (B)(6) that the small battery drive device was overheating during use, would stop suddenly, and would drain the battery. It was further reported that the markings were hard to read and worn away. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred on the (B)(6) day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.